Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2009 and mesh was implanted. It was reported that she continued to experience pain, dysuria, incontinence, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent tvh and bso due to pop and sui. It was reported that patient underwent removal of transvaginal mid-urethral sling and urethroplasty on (B)(6) 2015 due to lut¿s and recurrent uti. It was reported that patient underwent laser incision and resection of eroded transvaginal tape on (B)(6) 2012 due to eroded mesh. It was reported that patient underwent cystoscopy on (B)(6) 2010, (B)(6) 2012 and (B)(6) 2014 due to recurrent uti, urge incontinence and mesh erosion. No additional information was provided. (B)(4).